Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Related to (B)(4). The hospital reported that during an endoscopic vein harvesting procedure vasoview hemopro 2 (w/vasoshield ) to harvest the saphenous vein. After the dissection process was completed, the harvester prepared the hemopro 2 for branch ligation. However, when the bisector was put through the cannula of the device, white plastic shavings were noticed. None of these shavings were lost in the patient and all of the shavings were collected. The shavings were noticed as soon as the bisector was pushed through the cannula and therefore no shavings had to be removed from within the patients leg. No additional incisions were required. In addition, when co2 attached to the device, no co2 would flow through the hemopro 2 and into the tunnel in the leg. The connection was inspected and reconnected several times and the same defect still occurred. Due to these two defects, the device was deemed not safe for use and a new hemopro 2 kit was opened. The only procedure delay was the time it took to remove the defective kit and open a new hemopro 2 kit...estimated time less than 3 minutes. The remainder of the case was finished with the new kit and no further issues occurred.

Manufacturer narrative:
Trackwise ID # (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview hemopro 2 (w/vasoshield ) to harvest the saphenous vein. After the dissection process was completed, the harvester prepared the hemopro 2 for branch ligation. However, when the bisector was put through the cannula of the device, white plastic shavings were noticed. None of these shavings were lost in the patient and all of the shavings were collected. The shavings were noticed as soon as the bisector was pushed through the cannula and therefore no shavings had to be removed from within the patient¿s leg. No additional incisions were required. In addition, when co2 is attached to the device, no co2 would flow through the hemopro 2 and into the tunnel in the leg. The connection was inspected and reconnected several times and the same defect still occurred. Due to these two defects, the device was deemed not safe for use and a new hemopro 2 kit was opened. The only procedure delay was the time it took to remove the defective kit and open a new hemopro 2 kit...estimated time of less than 3 minutes. The remainder of the case was finished with the new kit and no further issues occurred. There was no harm to the patient.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 04/07/2022. A photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and no evidence of blood was observed. A white strand of plastic was observed in a plastic baggy. There were no other defects observed. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the cannula handle as well as on the intact c-ring. The harvesting device was returned inside the cannula. Signs of clinical use was observed on the jaws of the harvesting device jaws. The heater wire was observed to be slightly flexed away from the hot jaw due to normal clinical use. A plastic bag was also returned that contained white plastic shavings. A mechanical evaluation was conducted. The harvesting device was removed from the cannula with no physical or visual difficulties. No white shavings were observed. An engineers evaluation was conducted. The inner lumen of the cannula was opened and it was observed that there where white shavings observed on the inner lumen. Blood was also observed on the inner lumen of the cannula. There were no other visual defects observed. Based on the returned condition of the device, the photographic inspection was well as on the engineer evaluation, the reported failure "particulates; shavings" was confirmed. The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
Related to 622555.